Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the lift column on the 9900 system goes up with no problems, but intermittently will have problems in lowering. There was no report of pt injury.